Manufacturer narrative:
The cardiomems patient electronic system was returned. Upon initial evaluation, no power was observed. The unit could not be powered on due to a frayed power extension cable. The power extension cable was temporarily replaced with a known good extension cable and no loss or interrupted power was observed. The cause of the reported event was due to component failure.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported the unit sparked when trying to take a reading. It is unknown whether the spark came from the unit or the power cord. The patient noticed the cord was cracked closest to the unit. The patient was advised not to use the unit. The unit was replaced.